Manufacturer narrative:
Samples from the patient were submitted for investigation. The ft4 result was found to be within the reference range. A specific root cause could not be identified. The differences between of the results generated by the different analyzers may have been due to the overall setup of the assays, the antibodies used, differences in the reference methods/materials used, and the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from a cobas 6000 e 601 module. The serial number was requested but was not provided. Of the data provided, only the results for the elecsys tsh assay and theft4 assay were discrepant. This medwatch is for the ft4 assay. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. On (B)(6) 2017, the results for the patient were: ft4: 15.65 pmol/l, tsh: 9.95 mu/l. These results were reported to the patient and to the doctor. Based on the high tsh result, the doctor gave the patient a drug (tiamazole) to lower tsh. After taking the drug for an unknown time, the patient had atrial fibrillation and was admitted to the ER. The patient's health condition before the medication was good, so the customer believed the medication caused the atrial fibrillation. The patient's current condition was provided as "good" and the patient did not have any adverse effect from the atrial fibrillation. The doctor complained about the tsh result, so the patient was retested on (B)(6) 2017. The results were: ft4: 15.54 pmol/l, tsh: 11.18 mu/l. The laboratory decided to send this sample to another laboratory to be tested on a beckman system. The results were: ft4: 11.6 pmol/l, tsh: 1.42 mu/l.